Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g6.

Event description:
It was reported the patient¿s blood glucose level reached 345 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. It was noted that the cannula was not inserted correctly into the infusion site. The patient went to urgent care and was provided a syringe and was advised to administer a manual injection of 20 units of insulin. No treatment or diagnosis was provided. The patient was also able to activate a new pod.